Event description:
A hospital in (B)(6) reported that an rt105 adult breathing circuit failed a ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint breathing circuit was returned to fisher & paykel healthcare (B)(6) for evaluation. The complaint circuit was pressure tested to our product specification and submerged in a water bath to test for leaks. Results: the pressure test identified a leak and the water bath test identified the leak to be at the connection between the lid and bowl of the water trap, confirming the reported fault. A lot check revealed no other complaint of this type for lot number 130515. Conclusion: the rt105 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that the leak developed after the complaint device was released for distribution. The hospital correctly followed our user instructions and detected the leak during the leak test, prior to patient use.